Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported experiencing elevated blood glucose levels due to an insulin leak at the adapter; was able to self-treat. The alleged adapter was discarded. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.